Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred in (B)(6) 2025 d10: unknown persona cr porous femoral component left size 9; unknown persona uc articular surface gh/6-9. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately eight (8) months post-implantation, the patient began to experience pain in the implanted joint. A revision surgery was performed which revealed slight separation and dislocation from the bone as well as a fracture of the peg of the tibial tray. All components were replaced with a new prosthesis system without reported complication.